Event description:
False negative result. False-negative test result. The user reported receiving a negative test result with flowflex plus and then received a positive flu b result from their healthcare provider later that same day. The test was purchased at rite aid.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.